Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a pci, the stent could not go through a guiding catheter because there was a "shift at the end of stent". The product was removed and there was a kink and crack noted. The cypher was stuck within the guiding catheter while advancing. The reporter indicated that the operator try to "push and push" the cypher inside the guiding catheter but it was stuck, so the product was removed from the guiding catheter without difficulty. There was no injury reported to the patient. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. One non-sterile cypher select + 3.50x33mm was received coiled inside a plastic bag. Kinks were observed at 16.5, 21.0 and 22.0cm from distal end. The stent was found out of its original position. Crimping and bumping marks can be observed on the balloon. A crossing profile was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures"cracked-in patient" and "impeded" could not be confirmed and the other failures reported "kinked/bent" and "offset/out of position" were confirmed since crimping marks were observed in distal end during analysis. The exact cause of the failures reported by the customer complaint could not be determined. It does not appear to be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. There are possible user handling factors that may have contributed to these product failures.

Event description:
During the procedure, the stent could not go through guiding catheter because there was a shift at the end of stent. Stent was removed from blood vessel and there was break on catheter (kinked and cracked). The cypher stuck within the guiding catheter while advancing. The target lesion was the proximal lad. Vessel characteristics were unknown. There was no difficulty removing the catheter and no other problems were noted.